Manufacturer narrative:
Evaluation summary: from the picture provided of the explanted tibial plate, there is little residual bone cement left on the part which could be attributed to the non-coated tibia that was implanted. In the postoperative x-ray, bone cement is easily identified at the distal end of the tibial keel, but it is not as apparent around the proximal plate portion of the tibia. From this x-ray there also appears to be some lateral overhang and slight posterior placement of the tibial plate. Tibial plate loosening may be attributed to inadequate cement technique around the plate or keel of the stem or due to inadequate quality of tibial bone stock. However, without additional information, the cause of the tibial plate loosening could not be determined. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the patient has been revised, due to tibial loosening.